Event description:
Caller reported a malfunction on the pump, and it was identified with a code malf 0. There was no adverse impact to the customer's blood glucose level. Cts provided pump reset information and assisted the caller with resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue persisted, which the caller acknowledged and understood.